Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display and damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states the display was not blank less than 30 seconds and did not return. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that insulin pump was exposed to fluid when they was in the pool. Customer stated that the o ring was free of debris and would not stop vibrating with the red notification light on. Customer reported that they did not troubleshoot for scratches on insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed self test, active current measurement, and displacement test. Power connector plug in and locked in place properly, however device received high sleep current and unexpected battery power loss due to corroded electronic assemblies. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in insulin pump history files. Device received with scratched case.